Event description:
It was reported the system monitor did not respond to touch for routine parameter check. During troubleshooting, the monitor was found to operate normally. The site was advised to reboot the monitor if the issue returned or to replace the monitor if the issue continued.

Manufacturer narrative:
Section d4: device lot number was not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of heartmate system monitor (serial # (B)(6)) not responding to touch input could not be confirmed through this analysis. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 4, system monitor, outlines how to use the system monitor. Under ¿system monitor interface¿, ¿the system monitor¿s touch-screen interface contains menu-driven and menu-prompted operations that are accessible from six main screens. Six tabs, representing the six main screens, are continuously displayed along the top of each screen. Touching the on-screen tab allows access to the corresponding screen. Each screen has unique system functions.¿ this section includes information on the pump stop button. This section explains that if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Under ¿alarm messages¿, all hazard and advisory alarms are outlined. No further information was provided. The manufacturer is closing the file on this event.